Event description:
The temperature reading went below 10 degrees whenever rf energy was initiated. This was an intra-procedure failure. The catheter was replaced with a new one and the problem was resolved. No harm came to this patient.